Manufacturer narrative:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this supplemental report is required on december 24, 2015. This is a supplemental report for MFR report #8010047-2014-00152.

Event description:
The subject device was used during a right colectomy. After about 1 hour use, the ptfe pad of the device was broken. The procedure was completed with another thunderbeat device. There was no patient injury reported. As the evaluation of the sales company of olympus, it was found the ptfe pad of the device was separated.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially peeled from the jaw. The manufacturing record was reviewed with no irregularities. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output without contacting tissue (including after the tissue already cut) for an extended time. This report is being submitted as a medical device report in an abundance of caution.